Event description:
Device 1 of 2. Reference MFR report #1627487-2013-12625. It was reported one of the patient's occipital (off-label use) leads has migrated. The sjm representative reprogrammed and captured effective stimulation. The physician plans surgical intervention to address the issue. Note: the patient received two leads from different lots. Both leads are being reported.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.